Manufacturer narrative:
An event of vascular complications was reported. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported through left atrial appendage occluder (laao) registry data that amplatzer amulet devices may be related to 2 vascular complications adverse events which are considered serious injury. The relationship of the adverse events to the amplatzer amulet devices could not be determined based on the limited data received from the registry. Left atrial appendage occluder (laao) registry data is reported as a summary per summary reporting exemption approval number: gen2201026. The data received indicated that the procedure date range was between 03 january 2023 ¿ 27 february 2023. Patients¿ mean age is 82 years, ranging from 77 - 87 years. 50% of the patients were male, 50% of the patients were female.